Event description:
Approximately nineteen and a half months after hvad implantation, this patient experienced a sudden drop of estimated flow to 0.8 l/min. Echocardiogram (echo) results revealed a working left ventricle and the aortic valve open. The pump was exchanged.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the pump in relation to the reported event. Thorough external visual inspection of the pump revealed no signs of physical damage or contamination. Microscopic evaluation along with pathology testing confirmed the presence of a chronic, septic thrombus located on the superior surface of the impeller. This thrombus partially obstructed the inflow conduit. A review of the device's manufacturing records indicated there was no non-conforming material records (ncmr) generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The confirmed thrombus is related to the reported event of inadequate flow rates. The most likely root cause of the inadequate flow rates was the formation of a thrombus on the impeller, hence obstructing the inflow conduit. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.